Manufacturer narrative:
The investigation into the access site bleeding ¿ major and the pump stop issues has been completed since the original report was filed. The device was returned for investigation. Imc logs confirmed event # 3 was triggered when pump was connected to the console. Pump was connected to 2 consoles to reproduce the failure mode. Both consoles could not detect the pump & triggered impella defective alarms. Visual inspection found a hole on the catheter at mark 30 & blood inside the pump plug. The cause of the pump not detected was blood ingress into red pump plug due to a hole in the catheter resulting from improper use. The cause of the bleeding was use related since the bleeding occurred from an insufficient stitching of the graft to the vessel.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿

Event description:
The user facility reported a 30-year-old female with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. The impella 5.5 was initially attempted in the right axillary artery, but the patient had oozing from around the graft at anastomosis and extra stitching and suturing were done. The impella was placed in the left axillary artery. Day three of support and the patient was transferred from hospital bed to a transport cot with no issues. During automated impella controller (aic) to aic transfer, the white impella plug was unplugged from one aic and plugged into the new aic, immediately, "defective impella catheter" alert happened. Troubleshooting was unsuccessful. The impella and purge were not running at this time. The patient was taken to the operation room and the impella was removed and a new 5.5 was successfully placed. The patient remained stable.